Event description:
The patient reported a suture never dissolved and seemed like a pimple. The suture was removed; however, the patient developed an infection. An explant procedure was performed on (B)(6) 2023. The patient received effective therapy and plans to be re-implanted in a few months.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date was been ruled out as a potential cause. Other potential causes of infection are patient non-compliance (touching or picking at wound), implanting a non-sterile device, not irrigating the site with antibiotic solution before closure, not using antibiotics pre-operatively, not prepping the skin with antiseptic solution, using inappropriate tools and multiple tunneling attempts. It was confirmed the skin was prepped with antiseptic solution and the site was irrigated with antibiotic solution before closure. The cause of the infection is unknown. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA (B)(4) correction 2.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date was been ruled out as a potential cause. Other potential causes of infection are patient non-compliance (touching or picking at wound), implanting a non-sterile device, not irrigating the site with antibiotic solution before closure, not using antibiotics pre-operatively, not prepping the skin with antiseptic solution, using inappropriate tools and multiple tunneling attempts. It was confirmed the skin was prepped with antiseptic solution and the site was irrigated with antibiotic solution before closure. The cause of the infection is unknown. A review of sterilization and packaging records for the respective product lot was performed; it was confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a suture never dissolved and seemed like a pimple. The suture was removed; however, the patient developed an infection. An explant procedure was performed on (B)(6), 2023. The patient received effective therapy and plans to be re-implanted in a few months.